Event description:
Reporter alleged encountering a "fall" which resulted in being hospitalized for two weeks and was unsure of the blood glucose monitoring device result prior to the alleged event. Reporter stated the hospital glucose device had a :normal" result but did not provide the value nor subsequent treatment received while admitted. Reporter stated perviously having a few incidents of low blood but does not know if device was reading low at the time of the alledged incident. Reporter indicated hospital was uncertain whether fall was attributed to a stroke, heart attack, or blood glucose. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.